Manufacturer narrative:
H2: additional information was received. The lot number of the emitter controller is 603001422. H3/h6: the system was serviced in the field and failed hardware tests because the axiem communication failed. The controller was replaced and the failure was resolved. The system passed all other tests and was performing as intended. The applicable codes are 10, 4203 and 4307. H3/h6: the emitter controller was returned and analyzed. The reported problem could not be duplicated. The controller was connected to a test system for a multi-day burn in test. The controller functioned normally without failure and was fully functional. The applicable codes are 10, 213 and 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: controller, 9735824, em s8 svc . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a shunt placement. It was reported that the site was receiving a localizer faulted message when attempting to use the flat emitter. The system was rebooted and the emitter plugged back in and the issue did not resolve. The site changed to the side emitter and the issue resolved. A representative was onsite for troubleshooting after the procedure. The system was booted up for a minimum of three minutes. They connected the breakout box and the flat emitter and got no faults. They were able to track an instrument normally. They swapped to the side emitter and it was tracking normally for a short period of time, then the emitter went to a fault. They checked self-test and the usb connection for the controller and it showed it was connected. They logged back into the software and the same issue happened, the side emitter connected for a period of time and then went to a fault. They disconnected the breakout box but the emitter still stayed faulted. There was a procedure delay of less than one hour and no impact to the patient.